Event description:
It was reported that, during the ICD replacement procedure, the right ventricular (rv) lead was inspected and found to be damaged with rippling in the outer insulation sheath. The insulation sleeve was noted to be freely mobile radially from the defect site. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).